Event description:
The customer reported that the system did an intermittent double pulsed exposure when activating single shot. The patient incurred a second pulse of radiation. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.